Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B) (6) 2010, the pt reported that he often experienced elevated blood glucose (value not provided) due to kinked infusion set cannulas. When his blood glucose becomes elevated, he changes the infusion site and finds the cannula bent. He changes the infusion site every 3 days. He was sent sample infusion sets and info on the infusion site management. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The alleged product was discarded. No product will be returned for eval.